Event description:
Livanova (B)(4) received report that a 16-days old female patient died on (B)(6) 2020 at (B)(6) during an ECMO medical procedure while connected to a s5 system. S5 system was connected to patient neck helping patient blood to flow through the machine and her body. When the tubing of the machine dislodged, patient blood began to leak across the operating room and was noted at 10:26 am of (B)(6) 2020. Patient bled to death at 10:50 am following CPR, epinephrine, and transfusion with prbcs. The medical record reveals that when machine tubing became dislodged the machine alarm failed to sound.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Upon information, several days prior to the patient being connected to s5 system, a technician employed by hospital attempted to clean and reassemble the machine. Upon information and belief, the technician failed to properly and safely reassemble it. Defendants negligently failed to ensure the ECMO machine was safely reassembled and negligently failed to test it before putting it back in service and failed to test the machine before hooking the patient. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.